Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was leaking. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A company representative has advised that no additional information is available at this time. If additional information is available, a supplemental report will be provided. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was leaking. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.